Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 360 mg/dl. However, the customer stated that the high blood glucose level was due to just finishing dinner and was unrelated to the pump or the reported issue. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.